Manufacturer narrative:
Additional information was received indicating that the hemolysis resolved once the impella cp was explanted and replaced with an impella 5.5. The pump is unavailable for return. The pump was escalated to 5.5 as the patient was requiring more support.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was not established as no product or logs were returned and limited information was provided.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 42 year old male with acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai shock stage e) underwent percutaneous support with an impella cp via the left femoral artery on (B)(6) 2026 at 09:58. During support, a slight pink tinge was noted in the urine output from the foley catheter. At the time of the observation, there were no suction alarms, the pump was set at p8 with flows of approximately 3.3 l/min, and anticoagulation included 8,000 units of heparin administered during the case with an act of 250 seconds, followed by an additional 2,000 units. The physician was notified of the urine color change, acknowledged a potential concern for hemolysis, and planned to obtain an echocardiogram to confirm device positioning. A new foley catheter was also present, which may have contributed to the observation. The impella cp was explanted on (B)(6) 2026 at 16:03, and the patient was bridged later that day to an impella 5.5 via the right axillary/subclavian artery with surgical access at 15:48. The patient remained hemodynamically supported and survived at the time of cp explant. The patient remains on impella 5.5 support at the time of this report. No product was returned, and a data download was requested. Device outcome involvement and attribution of hemolysis to the impella device remain unknown. Hemolysis may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.